Manufacturer narrative:
Weight : (B)(6). Unit of measure - weight - kg. (B)(6).

Event description:
It was reported that rotawire separation occurred and was not retrieved. A 1.75mm rotapro and a rotawire were selected for use in a procedure in a 90% stenosed target lesion in the severely calcified left anterior descending artery (lad). Ablation was performed 3 times for 44 seconds each ablation. It was noted that the rotational burr moved forward and backward during ablation without staying one place. The annulus of the rotaburr did not come into contact with the spring tip of the rotawire. When attempting to remove the burr, it was observed that rotawire separated on the tip opaque part despite no resistance upon removal. The separated tip of the rotawire was in the periphery so the physician did not remove it. The procedure was completed with the original device used. No patient complications were reported and the patient was discharged from the hospital on (B)(6) 2019.

Manufacturer narrative:
A4: weight - 68.9 a4: unit of measure - weight - kg e1.initial reporter city: (B)(6). Device analysis by MFR: the distal tip of the returned device was bent and stretched. The tip was found broken and the detached section was not returned. No further damage was found. The overall length of the device could not be measured due to the detached tip.

Event description:
It was reported that rotawire separation occurred and was not retrieved. A 1.75mm rotapro and a rotawire were selected for use in a procedure in a 90% stenosed target lesion in the severely calcified left anterior descending artery (lad). Ablation was performed 3 times for 44 seconds each ablation. It was noted that the rotational burr moved forward and backward during ablation without staying one place. The annulus of the rotaburr did not come into contact with the spring tip of the rotawire. When attempting to remove the burr, it was observed that rotawire separated on the tip opaque part despite no resistance upon removal. The separated tip of the rotawire was in the periphery so the physician did not remove it. The procedure was completed with the original device used. No patient complications were reported and the patient was discharged from the hospital on (B)(6) 2019.